Event description:
It was reported that froze on wire occurred. The 85% target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.75mm x 15mm nc emerge was advanced for dilatation. However, the device got stuck on the non bsc guidewire after inflation. These device were removed together from the patient's body. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Event description:
It was reported that froze on wire occurred. The 85% target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.75mm x 15mm nc emerge was advanced for dilatation. However, the device got stuck on the non bsc guidewire after inflation. These device were removed together from the patient's body. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The catheter was received with dried blood and contrast in the guidewire lumen. The catheter and wire were soaked in warm water for a week. The inner shaft is buckled in numerous locations. The wire could not be removed due to the shaft buckling. The tip is damaged. Product analysis confirmed the reported event. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported event.